Event description:
The end user reported the spring on the safety bail assembly had broken. There was no adverse event or injury associated with the alleged issue. Replacement springs were provided for repair of the safety bail assembly.